Event description:
It was reported that the catheter fell out of patient some time after placement due to a water leak from the catheter shaft.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear on the catheter shaft, which could have caused water to leak. The tear could have been created by a sharp object from the outside. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿using a syringe packaged in the tray infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of patient some time after placement due to a water leak from the catheter shaft.